Manufacturer narrative:
One shielded mick 15 cartridge was received, containing a single seed. The unit was inserted into a mick applicator, and the seed dispensed without issue. No resistance was felt. This was performed a second time with the same result. After the second dispense, the plunger end of the magazine head was inspected, and no flash was observed. The seed was inspected as well, and no issues such as a bulbous end were identified. There is no corporate lot number associated with a finished device containing brachyseeds in a shielded mick 15 cartridge; therefore, the device history record could not be reviewed. The instructions for use states the following: "the seed magazine is designed to seat into the mick applicator by simply pushing it into the magazine receptor with a noticeable 'click.'" (B)(4).

Event description:
It was reported that one seed was stuck in the cartridge and unable to be used. The procedure was an ultrasound guided seed implant. The patient was unable to receive the entire dose prescribed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one seed was stuck in the cartridge and unable to be used. The procedure was an ultrasound guided seed implant. The patient was unable to receive the entire dose prescribed.